Event description:
The facility reported an infusion pump with depleted battery alarm. The event was reported to have occurred during biomed testing. Largo customer service, the hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Although requested, no additional contact was provided.